Event description:
As reported: difficulty getting bypass tube through the valve. Had difficulty getting bypass tube through the valve. I was able to direct the physician on how to hold the tube in place with one hand while introducing the manta device through the valve. Deployment of manta was successful.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance. The proctor in attendance guided the physician on how to hold the bypass tube with one hand while introducing the manta closure through the hemostatic valve. The physician was able to safely manage the deployment procedure and obtain successful closure.